Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Family reported that 3-4 months ago (march-april) the recipient banged his head to the door when he was running. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Family reported that 3-4 months ago (march-april) the recipient banged his head to the door when he was running. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, damage to the reference electrode caused by an external mechanical impact seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Family reported that 3-4 months ago (march-april) the recipient banged his head to the door when he was running. Re-implantation is considered.

Event description:
Family reported that 3-4 months ago (march-april) the recipient banged his head to the door when he was running. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.